Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer wore the pump against their skin and a temperature change could have occurred to the pump prior to the occlusion alarm declaring. Blood glucose was 300 mg/dl. A new cartridge was loaded to address the event. Reportedly, the cartridge was used with apidra insulin and tandem's technical support educated contact on cartridge/insulin labeling.